Event description:
It was reported by the hospital in (B)(6) that a left ventricular assist device of was implanted into the patient on (B)(6) 2014 in the (B)(6) hospital. On (B)(6) 2015 the patient informed the (B)(6) hotline about "high power consumption" alarms. Simultaneously, he noticed that his urine was dark. The patient was hospitalized with suspicion of a high-grade pump thrombosis. The patient's haemolysis values were highly increased, and the pump's power consumption continuously increased. An acoustic analysis also indicated a thrombus in the pump. Lysis therapy was started, however the patient's condition continued to deteriorate, and the patient underwent a pump was exchanged on (B)(6) 2015. The patient's lab values returned to normal after the pump exchange. Examination of the explanted pump showed a thrombus on one of the hydrodynamic bearings. The log files and the examination results were passed on to the manufacturer. The patient's current condition is not known at this time.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): adverse events that may be associated with the use of ventricular assist devices, other than death, include device thrombus, renal dysfunction and worsening heart failure. The manufacturer will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report. Missing information from this report is identified as a blank, unknown and as no information (ni), this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. Device has not been received.

Manufacturer narrative:
Patient's year of birth 1943. (B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files which revealed an increase in power consumption and multiple high watt alarms. Analysis of the explanted pump by the site revealed the presence of thrombus within the pump. The device was related to the reported event; however there is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power event is thrombus formation or ingestion within the device. The most likely root cause of the high power event is thrombus formation or ingestion within the device. High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Thrombus is a known potential complication associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). With review of the available information a definitive cause of the event cannot be determined; however, clinical and pharmacological factors, and patient comorbidities are known potential contributors to these types of events. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
The pump was not returned for the manufacturer to analyze. Hematuria elevated plasma-free hemoglobin (pfh) or serum lactate dehydrogenase (ldh), heart failure symptoms. Anticoagulation uncontrolled. Risk factors for thrombus are atrial fibrillation and stroke.